Manufacturer narrative:
It was reported that the infection was staph aureus and the recipient was treated with IV and then oral antibiotics. This report is filed on july 23, 2019.

Manufacturer narrative:
This report is submitted on july 09, 2019.

Event description:
Per the patient's surgeon the patient experienced infection at implant site and subsequently the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.